Event description:
The customer stated, that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 361 mg/dl. Troubleshooting was performed and the programming was accurate. The insulin pump passed the prime and self tests. It was found that the customer does not warm her insulin to room temperature prior to filling the reservoir, so the customer was advised to warm the insulin to room temperature prior to filling the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.